Event description:
It was reported that during a left total knee replacement arthroplasty procedure, the blade broke. It was further reported that there were no adverse consequences are no delays as a result of this event. It was also reported another blade was readily available and the procedure was completed successfully.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Based on observations made during an account visit, the breakage potentially occurred due to blade mis-loading, cutting techniques and the handpiece servicing by a non-stryker facility for repair. Lot number information has not been provided to permit further investigation. Investigation results indicate that the user contributed to this event.